Event description:
Lens got stuck in incision, lc16 cartridge used; batch# 134837, patient contact, no patient injury, lens implanted and explanted (B)(6) 2014. Another hd lens was successfully implanted. Further information provided on the 20th june 2014 stated that "when the lens was being inserted, as the doctor was withdrawing the insertor it was stuck, and the lens was half in and half out. The lens was damaged upon removal, so another lens was used, same model and dioptre. Incision was enlarged".